Event description:
Patient went for a CT of the abdomen earlier in the shift and the nurse was called by the radiologist that the foley in the patient was in her urethra and needed to be advanced. Provider was notified and when the nurse went in to advance the catheter the patient was found to have incontinence and the foley had fallen out. The balloon on the foley was deflated and would not inflate when attempted with air. It was a 16fr foley placed the night before and with appropriate output up until this point.